Event description:
During the device evaluation, the distal end of the bronchovideoscope was found to be detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported failure was determined to be a dent in the insertion tube, attributed to expected or random component failure resulting from device degradation, such as wear and weakening due to aging, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.